Event description:
It was reported that there was a revision of the knee because of instability and loosening. Additional information received from the rep indicated that the patient had a large cyst in their tibia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that there was a revision of the knee because of instability and loosening. Additional information received from the rep indicated that the patient had a large cyst in their tibia.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items were returned. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The exact cause of the reported knee loosening could not be determined with the limited information provided. Further information is needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time.